Event description:
It was reported that there was a problem with the device and ¿all of a sudden¿ the patient was going to the bathroom quite frequently again. It was noted that the patient was hoping to make and adjustment with the patient programmer. It was reported that the device had been working great and prior to having the device the patient was going 12 times per day and 12 times per night. It was noted that as of 3 to 4 days ago, the patient was back to going quite frequently again. The reporter stated that the device was on ad at program 2 at 2.1 volts. It was reported that the patient was feeling stimulation and it was in the same place she had always felt it and was still in the vagina area. It was noted that the patient would turn up stimulation and also seek medical treatment. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# unknown, product type: programmer, patient. (B)(4).